Event description:
A tandem mobi cartridge alarm was reported during the load process, causing the customer's blood glucose level to be in the 300s mg/dl. The customer responded by administering a correction bolus via the pump and did not require third-party assistance. The technical support team confirmed the cartridge alarm and, because this was a recurring issue, decided to replace the pump. The customer was instructed on how to put the pump into storage mode, return it using a pre-paid label, and program the replacement pump with existing settings. Additionally, the support team provided guidance on connecting the customer's continuous glucose monitor to the new pump. There was no adverse impact to the customer¿s blood glucose level other than what was managed by the correction bolus.